Manufacturer narrative:
Approximate age of the device is 8 months, 13 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital for an hemoglobin and hematocrit (h&h) of 7.0 and 23.2. Patient had a history of gi bleeding. Patient reported dark stools, but attributed this to iron intake. Patient had a video capsule endoscopy on (B)(6) 2019 that showed multiple non bleeding angiodysplasia as well as blood in the pylorus. Transfused 1 unit of packed red blood cells (prbc's) on (B)(6) 2019 and h&h rose to 8.5 and 28.1 the following day. Patient then had an esophagogastroduodenoscopy (egd) on (B)(6) 2019 that showed friable gastric mucosa and a few bleeding angiectasia in the stomach that were treated with argon plasma coagulation. The patient was then prescribed sucralfate. H&h remained stable and the patient was discharged to home on (B)(6) 2019.

Manufacturer narrative:
Section d4, b2, h3, h6, h10: correction. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A review of the complaint investigation for (B)(4) found no additional information that would alter the current reportability assessment.